Event description:
The customer reported having high blood glucoses. Troubleshooting was performed. The pump passed the self-test however, the high-pressure test was not performed because no clamp was available. The programming on the pump was reviewed and the time was found off by ten minutes. One of the basal rates was incorrect. During the call the customer informed of a hospitalization for high blood glucoses the previous day.